Event description:
It was reported that sometimes post a port placement, the patient allegedly experienced pain at the port puncture site, redness, and a delay in drug injection. However, the patient did not underwent any medical intervention nor medications prescribed for pain. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port implantable port attached to a groshong catheter was return for sample evaluations. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Two partial circumferential breaks and two kinks were noted to the proximal end of the catheter. The edges of the first and second break were noted to be uneven, and surfaces were noted to be round and smooth in both regions. Non-coring needle was inserted into the port septum and upon infusion, leaks were observed from the partial breaks on the attached catheter which was cascading event. Thrombus was observed on the water disposed from the distal end of the catheter. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported flushing difficulty and identified fracture, wear and deformation issues. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: h6 (device, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the patient allegedly experienced pain at the port puncture site, redness, and a delay in drug injection. However, the patient did not undergo any medical intervention nor medications prescribed for pain. Reportedly, the port was removed. There was no reported patient injury.